Event description:
It was reported that: "information obtained from data listing obtained from an investigator sponsored study deliverable. Note indicates, "revised (B)(6) 2010 insert and fem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2011-00669.